Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm 2800tfx aortic valve is being considered for a valve-in-valve procedure after an implant duration of seven years, one month due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that this patient with a 23mm 2800tfx aortic valve underwent a valve-in-valve procedure after an implant duration of seven years, onemmonth due to aortic stenosis . The tavr procedure was performed with a 23mm sapien valve.